Event description:
The patient complained of trapezius muscle pain since surgery. The surgeon stated that subsequent x-rays showed that the fusion was progressing nicely. The cervical was somewhat over to the left side and the c5 screw appeared to have backed out posteriorly. Based on these findings, the surgeon elected to remove the plate. The surgeon removed the plate without difficulty